Event description:
It was reported that the right ventricular (rv) lead exhibited a high number of short interval counts (sic). There was also two non-sustained tachycardia and nine atrial fibrillation (af) episodes that looked like noise. The rv lead remains in use. When the patient laid down or had the pocket manipulated, there was noise on the atrial channel. The right atrial (ra) lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5554-45 lead implanted: (B)(6) 2001. (B)(4).